Manufacturer narrative:
Literature citation: deitrich jn, rehman mu, trainer r, cifu dx, gorgey as. Hybrid 12-month exoskeleton training with percutaneous epidural stimulation after spinal cord injury. Life (basel). 2026 jan 4;16(1):77. Doi: 10.3390/life16010077. B3 event date: the event date is based on the article's publication date as no additional details are available at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During permanent implantation under general anesthesia, participant 0883 experienced greater than expected blood loss. Following completion of the procedure, he was admitted overnight for observation and was then discharged on the following day with no sequelae. Please see the attached literature article.